Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include:common device name: scs lead, model: 3189, UDI: (B)(4), serial:(B)(4), batch: 6174511. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revelated high impedance on one of the leads. X-ray confirmed that the lead had fracture. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored post op. Investigation was unable to determine which of the leads was fractured.